Event description:
It was reported that during a lap unknown procedure, an error occurred. The error code was unknown. Then the blade was broken off outside the patient. No pieces fell into to the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.